Manufacturer narrative:
(B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link valve of a one-link non-dehp standard bore catheter extension set "popped off" from the distal end of a clearlink system continu-flo solution set. This issue resulted to a fluid leakage onto the patient¿s bed. This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.